Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini would not turn on when pressing the power button. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr after reviewing the call recording. The patient reported that the alleged power issue began on the evening of (B)(6) 2016. The patient is pregnant, manages her diabetes with self-adjusted insulin (unspecified type or dose) and claimed that in response to not being able to test her blood glucose with the subject device, she administered 52 units of short acting insulin. The patient denied developing any symptoms as a result of the alleged issue; however, on the morning of (B)(6) 2016, in response to the alleged meter issue, she decided to visit the high risk pregnancy clinic to have her blood glucose tested. Upon arrival at the clinic, a health care professional (hcp) treated her with IV fluids and later that evening, her blood glucose was tested on the clinic device and a result of ¿398 mg/dl¿ was obtained. During troubleshooting, the csr noted that the patient was not using the meter for the first time and based on the information provided there had been no misuse of the product. The patient confirmed that she had been using the correct test strips and when a test strip was inserted per owner¿s manual, the meter turned on. However, the meter would not turn on when the power button was pressed for a least 10 seconds and the issue remained unresolved. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.